Event description:
The pt started aligner treatments on (B)(6) 2011. On (B)(6) 2011, symptoms began with a tingling in the lips. The next day, small blisters at both corners of the mouth appeared. The pt reported a itchy rash below her lips and down her chin, and experienced swelling of the face, and eyes and tongue. The next morning, the pt went to the ER ((B)(6)2011). The doctor on the ER reported the pt was having an allergic reaction (no medical report provided). The pt was prescribed steroids, benadryl and antihistamines. Later that day, she started to feel better. The treating doctor believed that the tongue swelling may have been an anaphylactic event.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The pt's symptoms are not considered to be serious in nature, except for the facial swelling and the swelling of the tongue which are of concern as these symptoms may be an indicator of an allergic reaction. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the event, and because the treating doctor believes that the event may have been a anaphylactic event, this event is being reported as an MDR.